Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous proximal left circumflex artery. On the first inflation the apex monorail 15mm x 2.50mm balloon was inflated to eight atmospheres. The balloon was pulled back proximally and on the second inflation the balloon was inflated to twelve atmospheres and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous proximal left circumflex artery. On the first inflation the apex monorail 15mm x 2.50mm balloon was inflated to eight atmospheres. The balloon was pulled back proximally and on the second inflation the balloon was infalted to twelve atmospheres and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.